Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn across the ok button, exposing the button contact. The symbols were worn off the keypad buttons. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The audio bolus button cover had a hole; the button was functional. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump failed a leak test and evaluation revealed corrosion in the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter noted damaged to the ok keypad button and alleged that the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.